Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that their insulin pump alarmed critical pump error. The customer¿s blood glucose level was unknown at the time of the incident. The customer states the pump got wet before the alarm. The pump had physical damage. Troubleshooting was not completed but did not resolve the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. No critical pump error alarm noted during testing. Device received with faded serial number and cracked case(battery tube). (B)(4).